Manufacturer narrative:
(B)(4). The field service engineer after an investigation determined that it was due to a defective stand trolley cable. He replaced the trolley cable part number 452210457286 that solved the problem.

Event description:
Customer reported system malfunction. System displayed connection error.